Event description:
Information was received from a manufacturer's representative regarding patients who were receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that a different hcp had 3 other resets occur. No further information or complications were reported.